Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2013, inratio2 inr: 4.9 and 1.9. The time between testing was within minutes. The 1.9 inr result was reported as the same value as the one normally controlled. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.